Event description:
Use of head clamp for neurosurgical procedure. Pt's head was cut when device malfunctioned/loosened. Required immediate care/staples (6). Pt's neck was already opened for the surgical procedure to begin.